Event description:
Pt was using the animas ir 1250 insulin pump. He had intermittent error messages and pump failures. By the event date, the pump totally failed and was returned to animas. Rptr receiveed the verbal report from animas, stating that there was a "defective shim over the force sensor", which caused the pump to fail. Animas sent pt another pump, also ir 1250. He felt poorly, saw physicians several times, never was able to control his blood sugar levels with the pump. Pt died while wearing the pump. Rptr thinks this pump failed and that pt was probably in and out of undiagnosed ketoacidosis the entire time he used the pump. Rptr submitted a med watch report on the new pump, after pt's death. This report is about the pump that was returned to animas.